Event description:
Additional information received reported that the patient had not been feeling stimulation for the past month. Stimulation was not working right for the past month or longer. Every now and then for the past month or more the patient was feeling a ¿surge of electricity¿ at the top of the implantable neurostimulator (ins) that traveled up the back. It was noted that an appointment was being scheduled for the ins to be checked. No falls or trauma was reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had not been feeling any stimulation for about 2 weeks prior to the report. The patient also experienced a shocking sensation by their implant site about a month prior to the report and then one week prior to the report. There were no falls or accidents reported. The patient did not have a programmer and had never adjusted their stimulation. The recharger worked fine and they were able to recharge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 389133, lot# j0237067v, implanted: (B)(6) 2003, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that a manufacturer representative did not go to the patient¿s last appointment on (B)(6) 2014. The patient needed to make another appointment to have the device checked by a manufacturer representative. No date was set at the time of this report. No additional follow-up was required as no new information was reported concerning the device or therapy.